Event description:
The complainant reported a patient in cardiogenic shock from acute myocardial infarction was implanted with an impella cp for mechanical circulatory support (mcs) and encountered a device sensing problem. The patient arrived with shortness of breath and was thought to have pneumonia. However, an x-ray suggested congestive heart failure. The patient arrested, was intubated and transferred to a different facility. The patient was decompensating. A ventricular septal defect from a late presenting inferior myocardial infarction was found. The patient was taken to the catheterization lab for impella cp placement transfer to a higher-level care facility. Immediately after the impella cp placement, start of the support, no optical sensor was displaying on the automated impella controller. The physician, uncomfortable with the absent waveforms, decided to explant the impella cp and replace it with a new impella cp. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. Based on the patterns seen in 5s parameters on data logs that resolved, the root cause of the optical signal issue was most likely an air gap between the console and patient cable plug.